Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to verify "unit has burned connector on the vent, customer removed pigtail when the unit was not charging." Visual inspection revealed a damaged lemo connector jp4 of power flex circuit with a burned pin# 3. Further visual inspection revealed revel side lemo pigtail receptacle connector was damaged with a burned pin# 1 & 2 and a broken pin inside pin# 1. The service technician replaced power flex circuit & vent side lemo pigtail and processed ventilator through service.

Event description:
The customer reported model palmtop ventilator (ptv) revel has a burned connector. The customer removed pigtail when the unit was not charging. Upon further investigation, the customer stated that there was no patient involvement or allegation of patient harm.